Event description:
It was reported that this system with a pacemaker and a non bsc right ventricular (rv) lead showed noise over sensing and a sinus driven pacemaker mediated tachycardia episode. The patient complained of lightheadedness and dizziness. The rv lead was malfunctioning when checked, according to the patient. The rv lead pacing output was increased and sensitivity decreased at the before mentioned check. It was told the patient was upset and frustrated and left the emergency room prior to the physician completing his evaluation. Furthermore, a two second pause was potentially observed but they could not determine if symptoms were correlated to the episode. Further evaluation from cardiology was recommended. Most recent lead tests were within normal limits. Further rv sensitivity settings were recommended to be optimized at programming. The pacemaker and the non bsc rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes, h6 field.

Event description:
It was reported that this system with a pacemaker and a non bsc right ventricular (rv) lead showed noise over sensing and a sinus driven pacemaker mediated tachycardia episode. The patient complained of lightheadedness and dizziness. The rv lead was malfunctioning when checked, according to the patient. The rv lead pacing output was increased and sensitivity decreased at the before mentioned check. It was told the patient was upset and frustrated and left the emergency room prior to the physician completing his evaluation. Furthermore, a two second pause was potentially observed but they could not determine if symptoms were correlated to the episode. Further evaluation from cardiology was recommended. Most recent lead tests were within normal limits. Further rv sensitivity settings were recommended to be optimized at programming. The pacemaker has been explanted and the non bsc rv lead surgically abandoned at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a non bsc right ventricular (rv) lead showed noise over sensing and a sinus driven pacemaker mediated tachycardia episode. The patient complained of lightheadedness and dizziness. The rv lead was malfunctioning when checked, according to the patient. The rv lead pacing output was increased and sensitivity decreased at the before mentioned check. It was told the patient was upset and frustrated and left the emergency room prior to the physician completing his evaluation. Furthermore, a two second pause was potentially observed but they could not determine if symptoms were correlated to the episode. Further evaluation from cardiology was recommended. Most recent lead tests were within normal limits. Further rv sensitivity settings were recommended to be optimized at programming. The pacemaker has been explanted and the non bsc rv lead surgically abandoned at this time. No additional adverse patient effects were reported.